Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user entered an incorrect dexcom g7 sensor pairing code into the ilet, resulting in the cgm not pairing and the user operating on multiple daily injections during travel until the correct code was verified and entered. Symptoms included hyperglycemia with prolonged high glucose reported for approximately seven hours, without other symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included agent-assisted troubleshooting and education, verification of the sensor code in the cgm information and dexcom g7 mobile app, and correction of the pairing code from 3272 to 3772. Investigation of this case revealed user input error of the cgm sensor code that prevented cgm integration with the ilet and led to elevated glucose until pairing was restored. It was concluded, based on previously established findings for similar reports, that the cause was user error.